Event description:
A writ of summons has been served on smith & nephew, inc. Notifying us that a product liability claim will be filed. The writ does not allege any injury, but does include copies of chart stick labels that allegedly belong to the claimant. No other info has been provided. A written request for add'l has been made to atty for the claimant, but to date there has been no response.